Event description:
Customer reported an incident of hypoglycemia requiring third party intervention. Customer reported meter results of 56 mg/dl and 346 mg/dl within 10 mins on the aviva system. Customer taken to hosp, no medical treatment; symptoms abated. Return of the system, requested, replacement was sent